Event description:
It was reported to philips that the device will not boot up properly. The efficia dfm100 defibrillator, model (B)(4) is substantially similar to the heartstart xl+ defibrillator (model (B)(4) and will be reported in the united states under device model (B)(4).there was no reported patient involvement.